Event description:
It was reported in medwatch form mw5113157 that the right ventricular lead exhibited high impedance, a pacing problem, and high capture thresholds. It was noted that the lead was fractured. Further information was requested however, was not provided.

Event description:
It was reported in medwatch form (B)(4) that the right ventricular lead exhibited high impedance, a pacing problem, and high capture thresholds. Further information was requested however, was not provided.